Event description:
It was reported to nellcor puritan bennett in 2005 by a biomedical engineer that the unit had no audio before the speaker upgrade, but chaning the speaker did not fix the problem. There was no pt harm.

Manufacturer narrative:
The unit was requested back for evaluation, but has not been returned.